Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the leads were replaced via surgical intervention on (B)(6) 2025. Prior to surgery, x-ray imaging confirmed that both leads had migrated. Therapy was restored post op.

Event description:
It was reported that the patient experienced ineffective therapy. One lead had high impedances and the other lead did not provide adequate coverage. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.